Event description:
It was reported the pt did not receive pain relief from her scs system. The pt stated she only felt a vibrating sensation from her scs system's stimulation and it did not provide her with any pain relief. The pt stated she is in the process of finding a physician to have her scs system removed. Surgical intervention may be undertaken at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.